Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to instability and dislocation.

Manufacturer narrative:
Event is also a product problem. Medical product - unknown zimmer apr liner, cat#: ni lot#: ni; unknown zimmer apr head cat#: ni lot#: ni; unknown zimmer apr ii-t stem (12/14) taper cat#: ni lot#: ni. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the patient. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown, and only limited information was received for investigation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-01892, 01893, 01894.